Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 7fr 45cm destination sheath and dilator were returned for product evaluation. Visual inspection revealed that damage was seen at the tip of the sheath. The sheath tip was observed under microscope and the tip of the sheath was partially collapsed. The dilator tip was viewed under microscope and no damage or gross anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that there were difficulties at the point of insertion, possibly due to scar tissue or calcification that may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the tip of the destination sheath was folded/rippled. They were unsure if the sheath came out of package this way or if it occurred during prep, or during insertion into the vessel. The estimated blood loss was 60 cc. The patient had a right groin hematoma. The patient was reported to be in stable condition and recovered. The procedure outcome was a success. Additional information was received on 24jan2020. The procedure performed was a left renal embolization.